Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and indicated that it does not feel like it helps much. The patient underwent an ipg replacement procedure.